Event description:
Spontaneous - patient reported another cassette problem. Last night the pump was running and she got the double with no error message displayed. Like before, tried to take the cassette off and restart and still problem won't go away. The only way to stop it is by changing the cassettes. Lot number 4192063. This is different lot number than before. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the cassette available to be returned for investigation? Yes. What is the outcome of the event? Resolved. Describe in detail any, and all damage to the cassette: none. Has this incident happened within the past 6 months? Yes, offered nursing evaluation, patient declined. Has this patient reported a pump malfunction within the past 6 months? No. Is the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.